Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint (B)(4) is being reported as a malfunction. There was no serious injury.

Event description:
It was reported that during laparoscopic cholecystectomy a clip got stuck in the applier and did not come out to be loaded. Therefore, the device was replaced with a new one. It was unknown how many clips had been properly loaded before this issue occurred. No clip fell/remained in patient.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and a clip partially loaded incorrectly. The rotation tab was bent. The returned sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed and the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was unable to properly load since the feeder was to the side of the clip. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. Additionally, the proximal end of the feeder was bent. The sample was received with 4 clips remaining, including the partially loaded clip, indicating that 11 clips were fired by the end user. A CAPA has been opened to further investigate this issue. The IFU for this product: l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip got stuck in the applier" was confirmed based upon the sample received. The device was returned with its rotation tab bent. The sample was returned with 4 clips remaining, including the partially loaded clip, indicating that 11 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73l1800102 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic cholecystectomy a clip got stuck in the applier and did not come out to be loaded. Therefore, the device was replaced with a new one. It was unknown how many clips had been properly loaded before this issue occurred. No clip fell/remained in patient.